Event description:
It was further reportered that the pt was enrolled in the program in 2004. Diag1 came off the lad at an acute 90 degree angle, making it a poor choice for revascularization. Target lesion 1 was identified in diag2 with 90% stenosis and a 2.5 mm reference vessel diameter. An attempt was made to pass a 2.5 x 12 mm taxus stent down to the lesion; it was, however, unable to cross. A 2.5 x 8 mm pixel stent was also unable to cross the lesion. The vessel was predilated with low pressure inflations of a cutting balloon. Target lesion 1 was then treated with the placement of a 2.5 x 12 mm taxus stent. A dissection was noted in the lad and diagonal and an overlapping 2.5 x 24 mm taxus stent was placed. There was about a millimeter not fully covered between the stents. A 2.5 mm pixel stent could not be passed. This area was angioplastied. Residual stenosis was 0% following post-dilation. Target lesion 2 was identified in the proximal lad with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.0 x 32 mm taxus stent. This stent overlapped the 24 mm taxus stent noted above, and extended into the lmca. The lad was then post-dilated throughout with good results. There was 0% residual stenosis in the stented segments. The pt was discharged two days later, on plavix and aspirin. The pt was readmitted four months later with acute coronary syndrome. 2-d echocardiogram on the same day showed apical hyopkinesis with well preserved global function, moderate tricuspid regurgitation, moderate pulmonary hypertension, and mild pulmonic insufficiency. Cardiac catheterization revealed: lmca - mild luminal irregularities in the proximal segment, lad (target vessel) - 'appears occluded'; diag1 99%; diag2 'restenosed'. Lcx - high grade proximal stenosis, rca - high-grade proximal and ostial stenosis rpda, svg to diag2/lad - widely patent, svg to diag1/om1/rpda - widely patent. On the same day, pt underwent ptca and placement of a 2.5 x 12 mm taxus stent in the mid portion of diag2. There were no reported complications and the pt was discharged the next day. In the opinion of the physician the relationship of the event of the taxus stent is "not related."

Event description:
Same case as MFR# 6000089-2004-01068, 01067. It was reported that 4 months after a coronary drug eluting stenting treatment proceudre, a target vessel reintervention was perfomred on the left anterior descending artery (lad). Additional info has been requested.